Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right ventricular (rv) lead exhibited a pacing problem. Two days after implant, the lead increased in thresholds to high values due to lead dislodgment. The lead was explanted. No patient complications have been reported as a result of this event.